Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, cracked case and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that pump has fallen and damaged. The customer doesn't want to be on pump therapy anymore. The customer is using pens and defect pump is coming back for analysis.